Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited debris in the forceps passage. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this.

Event description:
No additional information received from the customer.